Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
During patient therapy it was reported that the patient experienced asynchrony with the ventilator which was unresolved by multiple therapeutic setting titrations and erratic monitored vte (exhaled tidal volume) was noted. The device was providing therapy to the patient during the time of the event in an acute healthcare facility. Clinicians were present and bedside during the event. No harm or injury was noted during this event. The device went through recommended troubleshooting by an authorized philips representative during the event including multiple therapeutic settings titrations to resolve patient flow asynchrony. First-hand confirmation of all asynchrony was noted. Asynchrony was addressed by removal of the hospital central medical grade air supply from the device. The erratic monitored vte was assessed and condensate accumulation was noted in the expiratory anti-bacterial filter distal to the patient. Removal of the hospital central medical grade air supply was successful in alleviation of the patient/device asynchrony. The expiratory anti-bacterial filter was replaced due to saturation with a secondary expiratory anti-bacterial filter placed inline for further prevention of water ingress. Device monitored vte returned to normal and acceptable values as determined by the bedside clinician with no further recurrence of the issue. No further repairs were required or implemented.